Manufacturer narrative:
Insulin pump unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system . Customer's blood glucose reading was 143 mg/dl. Nothing further reported.